Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple read/write errors had occurred. A field service engineer first rebooted the device, but this did not fix the error. Then, all row board connections at the row board in auxiliary drawers 6.1 were unseated, reseated, and the device was rebooted. The issue was resolved, but the customer had to reload medications in the affected cubies. The customer recovered in the application, and the function was tested in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple read/write errors occurred. The customer stated that this malfunction had caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.